Event description:
Information received from a healthcare professional via a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that during a normal battery replacement the doctor was unable to advance the extension in the header block of the new ins. They had already attempted to back the setscrews out and lubricate the extension with sterile water, but were unable to get the extension advanced fully into the header block. There were no issues noted with the setscrew, and the products did not appear to be damaged. The manufacturer representative was going to have the doctor attempt alternative extension advancement techniques. No symptoms or further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3708220, serial# (B)(4), product type extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Supplemental to update (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the extension was not working.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type extension.

Event description:
Additional information was received from a manufacturer representative (rep) via a healthcare professional (hcp) on (B)(6) 2017. The rep stated that there was a failed extension. The extension was explanted and would be returned. It would be replaced by a different manufacture¿s product. The rep stated that during the previous surgery the extension would not plug into the new implantable neurostimulator (ins). There were no environmental/external/patient factors that may have led to the issue andno diagnostics/troubleshooting was performed. The extension was replaced on the day of the report which resolved the issue. The patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37713, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 3708220, serial (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID: 3708220, serial (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-06-22. The rep reported that another rep covered the case on (B)(6) 2017 and didn¿t make a report. The rep reported that the (B)(6) 2017 was the date of explant for the dissolved 1x4 lead and one extension and the neurostimulator (ins) replaced and the extension not fitting into the ins head properly. The rep reported that all of those products were thrown away and no report was created. The rep reported that the rep who covered the case on (B)(6) 2017 had no further information. The rep reported that they covered the case on (B)(6) 2017 where she learned about the issues and filed the report. The rep reported that on (B)(6) 2017 a new extension was placed and it connected perfectly to the ins. The rep reported that the old extension was returned. No further complications were reported.

Manufacturer narrative:
Analysis of the electrical lead extension (serial number (B)(6)) found that the proximal end insulation was consistent with metal ion oxidation. Supplemental to update. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.